Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. The database was cleaned in order to speed up process handling operations. The rep instructed the site that the most effective way to download examination would be to connect the device to the hospital electronic picture archiving and communication systems (pacs) network. Codes: b01, c13, d07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown context. It was reported that the system was slow updating results of tests. Patient presence unknown. No further information available. Additional information was received. The issue occurred before planning the surgery with no patient present. The system had problems reading patient images from the disk. The site was preparing for a functional endoscopic sinus surgery (fess) procedure and it was able to be completed. There was no surgical delay.

Manufacturer narrative:
H2) additional review of the event information showed that there was no information to reasonably suggest that the device in this report may have cause or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The event was made reportable due to an allegation of problems reading the disk. After further review, it was determined the problem was the previously mentioned slow performance, not that the disk was unable to be read at all which does not meet reporting criteria.